Event description:
It was reported that insulin pump displayed non-resettable malfunction code 5 with fault ID 5-0x2147 during use, with no notable events occurring before the malfunction. There was no adverse impact to the customer's blood glucose level. Customer, a 14-year-old girl using novorapid insulin with autosoft 90 infusion set, was informed that pump needed replacement and received replacement pump from distributor, with shipping details confirmed; no additional information was received regarding return of the problematic pump or any further outcomes.